Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "doctor procedure for patient completed in cath lab, they transfer to ccu room for post-procedure monitoring while on iabp with ultraflex 40cc. After approximately 30 mins, iabp alarm indicating that blood had entered the balloon. As result, doctor had to turn off the iabp and remove balloon from the patient". Additional information states that another catheter was not inserted due to "the patient's condition deteriorated and subsequently passed away".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "doctor procedure for patient completed in cath lab, they transfer to ccu room for post-procedure monitoring while on iabp with ultraflex 40cc. After approximately 30 mins, iabp alarm indicating that blood had entered the balloon. As result, doctor had to turn off the iabp and remove balloon from the patient". Additional information states that another catheter was not inserted due to "the patient's condition deteriorated and subsequently passed away".